Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade noted. During a farapulse atrial fibrillation ablation and watchman procedure, a versacross connect for faradrive and a faradrive sheath were selected for use. A trivial effusion was noted prior to procedure. The physician performed transseptal with no issues reported and removed faradrive to exchange for watchman trusteer access sheath. Once trusteer was advanced into left atrium, a drop in blood pressure was noted. A small effusion in right ventricular (rv) was noted on transesophageal echocardiogram (tee). The watchman device insertion was performed without issue. Once device was released and access sheath removed, another drop in blood pressure noted and effusion was larger on tee. A pericardiocentesis preformed. The decision was made to call cardiothoracic surgery. The patient taken to operation room, chest was opened. No source of bleeding could be identified. The patient was stabilized and hospitalized. Later, the patient was discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.